Event description:
Customer reported upward shift in the test results obtained when using the immage rheumatoid factor (rf) on the immage 800 immunochemistry system. Erroneous high test results were not reported out of the laboratory. There were no reports of death, serious injury or affect to patient management associated with this event.

Manufacturer narrative:
This issue is currently under investigation.

Manufacturer narrative:
Customer received a new lot of rheumatoid factor, and beckman coulter considers that no further investigation is required for this event.